Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through corrective and preventative action (CAPA) (B)(4).

Manufacturer narrative:
The condition of failure code 810:04 was confirmed but not duplicated, and was found to be due to a faulty pump head module. The pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "error code 810:04". It is unknown when this event occurred, but occurred in the "ICU". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred on channel a on (B)(6) 2011 during delivery causing an interruption of delivery. No additional information is available.